Event description:
The customer called and reported the sensor readings were off from his blood glucose and triggering his insulin pump to threshold suspend. Customer's blood glucose was 140 mg/dl and the sensor read 40 mg/dl. Customer was advised to turn off sensor and reconnect in two hours and was informed of follow up calibration. The sensor will not be returning for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.